Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on 03/03/2016 to report that on (B)(6) 2016 their receiver would not turn on. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. Receiver's data logs were downloaded and reviewed, finding a screen error alarm related to incident, in addition to firmware errors. Based on the finding of firmware errors this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.